Manufacturer narrative:
(B)(4). The device was not returned for investigation therefore, no physical assessment could be conducted. A simulation test was conducted with representative samples from production on the same size catheter and balloon volume and after soaking in distilled water for 14 days there was no leakage or burst observed. The manufacturing standards are to subject the device to 100% inspection at completion of assembly and any defective devices will be culled out during this process. The manufacturer will continue to monitor and trend related events.

Event description:
The user noticed that the balloon was pierced. The patient's condition was reported as fine.